Event description:
It was reported during routine maintenance conducted at the user facility by the MFR, the device began to get warm. This did not occur during a procedure, therefore there was not pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.